Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil was stuck on the catheter's tip upon removal. The target lesion was located in the portal vein. A 6mm x 10cm interlock¿-35 was selected for use. During the procedure, it was noted that the device was stuck in the distal portion of a 5f non-bsc imager catheter and had partial deployment. The coil was taken out and upon putting the catheter back in, the swollen vein was already embolized. A 10mmx30mm interlock was already deployed before this device. They attempted to use this 6mmx10mm interlock but it partially deployed. The device was removed together as a unit with part of the coil protruding from the catheter. The procedure was not completed due to this event. No patient complications were reported and the patient's status was fine.